Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and was found have a generator defect. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the biomedical team informed the technical support engineer (tse) that when they started the erbe, it displayed the error m-02 on the screen and asked to inform technical assistance. This failure occurred at the beginning of the procedure and an auxiliary cautery was used. The customer didn¿t answer questions pertaining to troubleshooting. The procedure was completing as planned with no reported injury.